Manufacturer narrative:
Evaluation result: obstruction. Release pedal.

Event description:
It was reported by service report that the stretcher could not be pumped up from any pedal. No patient involvement or adverse consequences are reported.